Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain alarm 104 (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) at the end of therapy on the homechoice machine (hc). The home patient (hp) stated they already spoke with the nurse. The technical service representative (tsr) reviewed the patient's therapy. The hp stated, the therapy is continuous cycle peritoneal dialysis with a total volume of 8000ml, fill volume of 2000ml, last fill volume of 0ml, total ultrafiltration(uf) of 1344ml, cycle 4 uf of 2073ml, cycle 3 uf of -271, cycle 2 uf of -236ml, and cycle 1 uf of -222ml. The hp stated they had a low ultrafiltration alarm in drain 4. The hp also stated they usually have to sit up to get all the fluid drained. The tsr advised the hp to lower the hc. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue of iipv was confirmed as there was a high drain alarm, which occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of increased intra-peritoneal volume (iipv). The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). The device is not available at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.